Manufacturer narrative:
Concomitant products: product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot # v007058, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot# v007058, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
A consumer reported that their implantable neurostimulator (ins) was turning off. The patient had a CT scan done on (B)(6) 2015 and they were not sure if that was the cause of the problem. The patient had contacted a manufacturing representative and their health care provider (hcp). The patient's indication for use is parkinson's dual. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.